Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the low voltage lead was damaged. The low voltage lead was not used and replaced. The patient's condition was not known.

Manufacturer narrative:
The reported event of ¿lead damaged during case¿ was confirmed. A complete lead was returned in one piece. The helix was extended/stretched/bent and clogged with blood/tissue. X-ray inspection found the helix damaged consistent with procedural damage. The cause of the reported event is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any other anomalies.